Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient experienced symptoms of redness and itching in the right (od) after instilling a new contact lenses and sought medical attention the following day. The health care provider notes a temporary decrease in visual acuity with conjunctival hyperemia and papillae. The patient was diagnosed with acute conjunctivitis and was prescribed lotemax 0.5% gel. The patient was seen for follow-up four days later and was instructed to continue the medication for an additional three day. The patient has not been seen for further follow-up. While the health care provider states there was no corneal involvement and acute conjunctivitis is not routinely classified as a reportable medical incident, they have indicated that the patient experienced conjunctivalization resulting from limbal stem cell damage and medical intervention and/or medications were required to prevent or preclude permanent injury or impairment of eye function or structure. Good faith efforts have been made to obtain further clarification without success, additional information is unknown. The incident has fully resolved, and the patient has returned to contact lens use.